Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, multiple loss of prime warnings were observed in the black box with low non zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. Force calibration was passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.